Manufacturer narrative:
On 2-dec-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and all ECG signals were lost during the procedure. Plugging in the ablation catheter saturated all signals on carto, cardiolab, and anesthesia. Error 8 occurred; piu was rebooted. Signals remained saturated. Replaced cable and did not resolve. With a new cable, signals were still saturated and error 40, defective catheter, was seen. Catheter was replaced and the issue resolved and the procedure continued as normal with no complications. There was a 5 minute delay. There was no patient consequences. The issue of signal interference (noise/signal loss) observed on all ECG (body surface + intra cardiac) channels is an MDR reportable malfunction since the physician did not have any other systems available to monitor the patient hearth rhythm/ECG signals.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and all ECG signals were lost during the procedure. Plugging in the ablation catheter saturated all signals on carto, cardiolab, and anesthesia. Error 8 occurred; piu was rebooted. Signals remained saturated. Replaced cable and did not resolve. With a new cable, signals were still saturated and error 40, defective catheter, was seen. Catheter was replaced and the issue resolved and the procedure continued as normal with no complications. There was a 5 minute delay. There was no patient consequences. Device evaluation details: the product was returned to biosense webster inc for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and electrical evaluation of the returned device. Visual analysis of the returned sample revealed damage on the thermocool® smart touch® sf bi-directional navigation catheter. A cut in the middle of the shaft was observed. This finding of a cut in the shaft has been reviewed and determined to be an MDR reportable malfunction. An electrical test was performed, and the device failed; no electrical readings were observed on one electrode. A failure analysis was performed, and the device was dissected on the tip area. The electrical wire was found broken from the cut to pcb, related to the damage in the shaft which caused the improper electrical signal. The rest of the electrodes were found working correctly and within specification. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi's quality process, all devices are manufactured, inspected, and released to approved specifications. To minimize ECG noise, the following guidelines should be followed. ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).